Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. Technical services provided the field representative with programming options. No adverse patient effects were reported. This pacemaker remains in service.